Event description:
It is reported that the tibial component was missing the set screw to hold the plug into the tibial component. The surgery was completed with another tibial component.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.